Event description:
It was reported that the ilet bionic pancreas had an unresponsive touchscreen; the backlight activated but swipes and touches did not register, and the user could not unlock the device, while blood glucose levels were reported as unaffected and the user transitioned to an alternate insulin delivery system. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included collection of user reports and coordination of device return logistics. Investigation of this case revealed a failure of the user interface screen to respond to touch input. It was concluded that the device exhibited a screen malfunction affecting usability without impact to glycemic control. The returned device has not been received.